Event description:
It was reported that the patients ipg moved around the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days from the date manufacturer became aware of the event.